Manufacturer narrative:
Facility does not want to discuss the issue or provide information regarding the patient with civco. Based on initial comments from the facility, the patient repositioned themselves without assistance. The user manual contains cautions and warnings for the operator not to allow the patient to reposition themselves without assistance. Also, safety straps were supplied to the facility, but they do not use them.

Event description:
Customer notified civco that although physicians were not performing any treatment at the time, the patient shifted themselves, applying extra weight to the superior side of the table and fell to the ground. Patient was diagnosed to have a fractured back. Saftey straps had been sent to the facility in 2005, but they do not use them.